Manufacturer narrative:
A device history record review was completed for provided material number 38833514 and lot numbers 4079634. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be determined for the reported event. It is not possible to confirm that these defects were generated during manufacture, as if the products were damaged prior to puncturing, the product would not have been used. It is most likely that the incidents resulted from the use of the product. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
On (B)(6) 2024: needle punctured the silicone of the catheter leading to failure to puncture patient twice could you tell us the number of affected quantities? - around 20.

Event description:
It was reported that bd angiocath needle pierced the catheter. The following information was provided by the initial reporter, translated from portuguese to english: silicone of needle punched catheter leading to inasuffaction of puncturing patient twice. Comments: adverse event questions: on (B)(6) 2024, catheter silicone perforated needle leading to in satisfaction of pulsing client 2x additional comments: patient claims that during the unsuccessful procedures due to the deviation of the angiocath, it caused pain or discomfort in the patient. Additional information received on nov 13 ,2024. Needle punctured catheter silicone leading to failure to puncture patient twice. Material number: 38833514, batch number: 4079634, date of event occurred: 18/10/2024, caused harm to patient's health: yes. Additional information received on nov 26, 2024. Needle pierced the silicone of the catheter leading to the patient's puncture failure twice.

Manufacturer narrative:
E. Street address exceeds character limit: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.